Event description:
On (B)(6) 2008, the pt was implanted with two gore tag thoracic endoprosthesis. On (B)(6) 2008, there was a reintervention and the pt was implanted with a gore tag endoprosthesis ((B)(4)). (B)(6) 2010, the pt reportedly expired.

Manufacturer narrative:
The review of the mfg paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).